Event description:
Home patient reported leak with transfer set during treatment. Rn reported home patient's transfer set was changed, with no home patient injury or medical intervention required. Per rn exact location of leak is unk.